Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I would like to inform you of two further incidents of the same issue. The first of which I was unable to obtain the batch number but the second was 0051279po2. The report from our previous complaint states that the connection between the cannula and the connecting tube may not have been secure due to a larger than expected bore of the cannula. In my experience this is not where the leak is coming from. When the cannula is flushed with pressure after the problem has been discovered the fluid is leaking from the tube somewhere slightly distal to the pink cap and not from the point of connection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: two used samples and one top web was received by our quality team for evaluation. Upon visual inspection of the samples, a damaged (ruptured) valve was observed through the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the ruptured valve. CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I would like to inform you of two further incidents of the same issue. The first of which I was unable to obtain the batch number but the second was 0051279po2. The report from our previous complaint states that the connection between the cannula and the connecting tube may not have been secure due to a larger than expected bore of the cannula. In my experience this is not where the leak is coming from. When the cannula is flushed with pressure after the problem has been discovered the fluid is leaking from the tube somewhere slightly distal to the pink cap and not from the point of connection."